Event description:
It was reported that there was an impedance problem with this right ventricular (rv) lead. The shock impedance was high (value not reported). The rv lead remains implanted and in service and no adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report.

Event description:
It was reported that there was an impedance problem with this right ventricular (rv) lead. The shock impedance was high (value not reported). The rv lead remains implanted and in service and no adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report.